Event description:
Consumer reported complaint for error message (e-3). Customer's tests trips are expired: the test strip lot manufacturer¿s expiration date is 12/29/2020. The customer had another, unopened vial of test strips that had been stored and handled correctly: lot number zx4213s, manufacturer¿s expiration date is 06/30/2022, stored according to specification in the bedroom. At the time of the call, the customer reported feeling dizzy. The customer stated that she had a doctor's appointment that afternoon. Coordinator had initially spoken with customer and transferred customer's information to technician for further assistance. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.